Manufacturer narrative:
(B)(4)

Event description:
Report indicates that the (B)(6) received a vigilance report including the following details of a plasmablade device used at (B)(6): the heatshrink surrounding the blade of the device detached while the device was being cleaned. The heatshrink was retrieved before it made contact with the patient. Another device was utilized to complete the case. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.